Event description:
Home pt was overfilled with fluid while using the homechoice cycler for apd therapy. The spouse relates that the hp typically has no fluid in their peritoneum at the start of apd therapy and the healthcare professional (hcp) had the device initial drain alarm setpoint at 0mls. The hcp instructed the hp to perform a manual fill of 2500mls during the day and to manually drain this fluid prior to the start of apd therapy. The hp's spouse relates that the hp did not manually drain prior to the start of apd therapy. According to the spouse, a portion of the manual fill was drained from the hp's peritoneum during the initial drain, after which the device advanced from the initial drain into fill 1. The hp received the programmed fill volume of 2500mls and felt overfilled. The hp drained 2312mls during a manual drain in dwell plus an add'l 2191mls during their scheduled drain. The spouse relates that the hp was able to then continue therapy to completion with no further difficulties and there was no pt injury or medical intervention.